Manufacturer narrative:
Fge catheter, biliary, diagnostic.

Event description:
Complaint received from internal personnel via e-mail on 26may2021--did 28may2021. As reported to customer relations: "varadarajulu 2011, endoscopic placement of permanent indwelling transmural stents in disconnected pancreatic duct syndrome: does benefit outweigh the risks? Patient #2: a (B)(6) male patient with history of alcohol use presented with necrotizing pancreatitis. A CT scan of the abdomen revealed a wopn measuring 100 _ 80 mm located in the body of the pancreas. Ercp demonstrated a disconnected duct at the pancreatic body region. The patient underwent eus-guided drainage with dilation of the gastric transmural tract to 15 mm and placement of two 7f, 4-cm double-pigtail stents. The post procedure course was uneventful, but the patient presented 819 days later with abdominal pain, nausea, and vomiting. A flat plate x-ray of the abdomen revealed 2 double-pigtail stents in the distal small intestines causing bowel obstruction. The patient refused surgery and was managed conservatively with a nasogastric decompression tube and intravenous fluids. Three days after admission, the stent migrated more distally and was lodged in the proximal colon. Polyethylene glycol was administered via the nasogastric tube, and the stents passed spontaneously with his bowel movement. Exact rpn cannot be confirmed but possible rpns include: zso-7-4. Zebd-7-4. File is being opened to capture off label use of placing biliary plastic stent in wopn resulting in bowel obstruction, migration and requiring intervention / user error of leaving stents indwelling greater than 3 months.